Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient¿s spouse saw an error message (¿could not provide current settings, call clinician¿) on the right side when the stimulation was increased from 5.5 to 6.4. After that the controller would not allow any further increase past 6.4 on the right. The spouse changed the patient to the left side and they felt the stimulation comfortably. The spouse also reported that the wires may have come loose (¿not sure¿) when the patient was coming home. The issue was reported was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.